Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet insulin pump after running out of insulin overnight, with a reported peak blood glucose of 315 mg/dl and subsequent stabilization while on the phone, and troubleshooting confirmed insulin delivery history and insulin on board with education provided regarding algorithm learning and the option to change the infusion set if trends did not continue to improve. Symptoms included elevated blood glucose without reported acute clinical sequelae. Outcomes included transient impact to health in the form of high glucose for a few hours without medical intervention, hospitalization, or use of backup therapy. Investigation included technical support review and user-led troubleshooting. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.